Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this incident, attempts were made to obtain date of explant but was not received.

Event description:
It was reported patient experienced pain and infection at the ipg site. Surgical intervention was undertaken at an unknown time wherein the entire system was explanted. Patient was prescribed antibiotics to address the infection.